Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have a grip cable at the distal end proximal clevis end some bundles of the cable were frayed. The grip cable is not fully broken. No pitch cable damage identified. Additionally, the instrument was found to have the input disk six broken. The instrument was found to have an excessive amount of dried residue around the clamping pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm horizon small clip applier instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.